Event description:
It has been reported that the device determined that a "shock was not necessary". A shock was not delivered. There was no impact on the patient because a different defibrillator was used.